Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope channel tube was clogged, forceps could not be inserted. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, there is a possibility that a foreign material clogged the instrument channel, or the instrument channel was deformed or broken. It could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "reprocessing manual, chapter 3 "cleaning, disinfection and sterilization procedures", section 3.5 "manual cleaning", "brushing around the forceps elevator and instrument channel outlet¿ describes how to inspect for the subject event". Olympus will continue to monitor field performance for this device.